Manufacturer narrative:
Device failure caused event but did not cause or contribute to a death or serious injury.type of device name, corrected data: initial MDR incorrectly listed wrong device name.

Event description:
On (B)(4) 2013 it was reported that the physician's programming system was unable to interrogate a demo generator. A different programming system was used to successfully interrogate the demo generator confirming it was not at end of service. The wand battery was checked and found to be fine. Further troubleshooting was performed to determine which part of the programming system was causing the issue, and it was determined that the cause of this issue was the serial cable. The serial cable was returned on (B)(4) 2013 and is pending product analysis.

Manufacturer narrative:
.

Event description:
Product analysis was performed on the returned serial cable and the reported complaint was identified. During testing it was identified that the serial cable was unable to establish communication using a known good wand and handheld. The cause for the communication difficulties is associated with a broken wire connection on the axim connector plug pcb. Once the wire was soldered back onto the dell axim connector plug pcb, the serial cable was able to establish communication between the hhd and wand. The most likely cause for the wire break can be associated with mishandling of the serial cable. No further anomalies were identified.